Event description:
It was reported the customer was experiencing low blood glucose. The customer stated the issue began four months ago. He stated his blood glucose was between 30 mg/dl and 40 mg/dl. The customer's blood glucose was 238 mg/dl at the time of the call. The customer stated he would treat with food and glucose tablets for his blood glucose. Troubleshooting for the insulin pump found the customer's drive support cap appeared to be normal. It was also found the customer's insulin pump passed the displacement test. The customer also reported that his insulin was recently changed by his healthcare provider. The customer also stated his insulin pump was exposed to a magnetic resonance imaging machine. Customer was advised to replace his insulin pump. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)